Event description:
It was reported that the spider 2 tenet had an overheating issue. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. All accessories were included. A functional evaluation was performed. A test battery was utilized. 100 pressurization/de-pressurization cycles were performed. No issues were noted. The battery was slightly warm as expected. No other exterior parts of the device felt hot after the 100 cycles. The enclosures were opened. Another one hundred cycles were performed. The motor got slightly warm as expected. No overheated parts were noted. The control board and wiring were inspected. No burned or melted components or wiring were noted. The piston migration was at 1.25 inches. The reported failure was not confirmed. Factors that may have contributed to the reported failure include the battery or motor becoming warm through normal operation. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.